Event description:
It was reported that the device was not in high output mode even though autocapture indicated that all measurements were inhibited. Months later, high output mode was observe through remote transmission. The patient is non-pacer dependent. The device was reprogrammed and remains implanted.

Manufacturer narrative:
.